Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device 30724180l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octa,lng,48p,3-3-3-3-3,f-curve and suffered cardiac tamponade requiring a pericardiocentesis. It was reported by the bwi representative, that after the transseptal procedure, there was a complication. It was reported that there was a perforation with the octaray catheter. They stated that the perforation occurred on the anterior wall of the left atrium. They went transseptal, put in the octaray, and started collecting data. The physician was pushing the anterior right outside the left superior vein. They remarked that "that was anterior to our left superior". The bwi representative, then stated that "he punched through right there" and he saw the catheter leave the cardiac silhouette. He stated that they told him that " I feel like we left the cardiac silhouette". The physician pulled the catheter back, pulled echo, and saw the effusion slowly growing. They "tapped" and pulled about 30 ccs. They do not know if the drainage tube was left in place. The patient is stabilized, and they are going to monitor for the time being. They confirmed that they saw the effusion via intracardiac echocardiography (ice) and confirmed via transthoracic echo. The patient was still in the ep room at the time of the call but will be admitted for overnight observation. They confirmed that the vizigo sheath and the octaray were in the left atrium. The vizigo sheath was just used to get the catheter across. The procedure was aborted at that time. The adverse event was discovered during la bipolar mapping. The physician ¿perfed¿ with the catheter. No malfunction or patient condition contributed. Intervention provided was a pericardial tap. The patient underwent successful surgery later that day. The patient fully recovered. The patient required extended hospitalization because of the adverse event. The duration of stay is unknown; however, it was at least 2 nights. Transseptal puncture was performed, needle details unavailable. Prior to noting the pe or CT, ablation was not performed. No evidence of steam pop. The event occurred during the mapping phase.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(6).